Manufacturer narrative:
Review of the logfile for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows two successfully performed treatments. The treatment could be identified in logfile. During center test of treatment the info messages appeared several times. It could be possible, that the patient moved or rolled his eye due to nervousness. After successful center test the shoot list was calculated by laser and treatment started. The info message appeared and the user performed the center test again without reason. After several times of center test, treatment running and treatment stopped, the user aborted the treatment with shots already fired. There is no technical problem and the report the laser stopped during the treatment is due to the user pressed the center pedal instead of the laser pedal and after the user aborted the treatment. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. Customer stated patient moved eye. Logfile shows user pressed center pedal instead of laser pedal after user aborted the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported during ablation treatment the patient had difficulty remaining still during the procedure. The treatment started but was interrupted. The patient was realigned but the laser would not pick up were the treatment was left off. The only option was to cancel the treatment. The right eye will likely need a repeat treatment. Additional information has been requested.